Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. (B)(6). G1: device manufacturer address 1:600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system luer activated valve solution set had a leak in the tubing below the drip chamber. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E4: change to yes (previously reported as no). G2: add user facility (previously omitted). H10: add: the user facility submitted medwatch mw5146932 for this event (previously omitted). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.